Event description:
Reportable based on device analysis completed on 26sep2025. It was reported that a guidewire restriction occurred. A 1.50mm rotapro was selected for use. At unknown time of event, it was noted that guidewire would not go through with the rotapro device. No further information is available. However, device analysis revealed a due to sheath detachment.

Manufacturer narrative:
E1- initial reporter title: operations supervisor. Device evaluated by manufacturer: the complaint device was returned for product analysis. Inspection of the device found that the sheath was detached at the sheath bond near the strain relief, and the handshake connection to the burr catheter was bent. The condition of the returned device indicates that the damage present is most consistent with what could occur during handling when dismantling the burr housing as the sheath detachment indicates tensile force was applied and the bend of the handshake connection was near the sheath detachment upon device return. The burr housing is present to provide support and to protect the inner components, dismantling of the housing allows for damages to occur due to lack of housing support. Inspection of the device revealed that the annulus of the burr was damaged preventing wire insertion.